Event description:
It was reported that pump battery charge dropped rapidly by 35 percent over a short period of time, but this occurred on a previous date and did not cause unexpected pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer technical support provided education on how battery readings can change and offered battery best practice tips, and customer agreed to monitor system and call back if issue persisted.